Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose device after a peripheral interventional procedure, using a 6f sheath. Reportedly, the device would not click into the exchange sheath. Examination of the device after the incident showed that the plunger had been partially depressed. A second starclose device was used and reportedly the sheath did not split properly. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other starclose se device referenced is being filed under a separate medwatch MFR number. (B)(4) - operator not trained. Per the instructions for use, under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on the visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The deployment sequence was incorrect per the instructions for use (IFU) under closure procedure section, which instructs the operator to engage the exchange sheath with the device, then deploy the plunger to advance the thumb advancer and delivery tubeset. Also, per the instructions for use, under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular.